Event description:
Bardex all silicone foley cath, 10fr with 3 ribbed balloon. Catheter was inflated with 5cc saline. When catheter was to be dc'd, all of the saline could not be extracted. Urologist was able to remove it and noted that the area at the balloon had ridges, which prevented all of the saline from being removed. Diagnosis: catheter insertion during surgical procedure.